Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited a gradual rise in capture threshold. The physician elected to explant and replace the lv lead. The patient was in stable condition.